Manufacturer narrative:
A ge service representative performed an on site investigation. The key switch was cleaned of fragments. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up . No report of patient injury.